Event description:
The patient was brought to MRI with a diprivan drip infusing. A new diprivan bottle was spiked with MRI tubing and set up to infuse with MRI pump. Pump set at 13ml/hr with a total to be infused of 100mls. During MRI the patient's blood pressure dropped. The scan was stopped and the infusion was paused on the pump. The patient's blood pressure stabilized and they continued the scan. Patient's blood pressure dropped again and the scan was stopped and the drip was disconnected from the patient. When it was disconnected it was found that the pump allowed the medication to continue to flow wide open. When the rn checked the bottle had infused half the bottle. This facility experienced a similar incident approximately two weeks prior.